Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2013, the patient had received an external defibrillation to reduce a ventricular tachycardia upon an emergency visit at hospital. The device could neither be interrogated afterwards (although the leds were on) nor pace. In addition, there was no response, neither upon magnet application nor upon nominal programming (emergency button). Recommendations were sent to perform the hardware reset procedure and if the device could still not be interrogated after the procedure, device replacement should be considered by the physician. It was then reported that the hardware reset was performed on (B)(6) 2014 and the device could still not be interrogated.

Event description:
Reportedly, on (B)(6) 2014, the patient had received an external defibrillation to reduce a ventricular tachycardia upon an emergency visit at hospital. The device could neither be interrogated afterwards (although the leds were on) nor pace. In addition, there was no response, neither upon magnet application nor upon nominal programming (emergency button). Recommendations were sent to perform the hardware reset procedure and if the device could still not be interrogated after the procedure, device replacement should be considered by the physician. It was then reported that the hardware reset was performed on (B)(6) 2014 and the device could still not be interrogated.